Event description:
Customer reports testing 140 mg/dl on the aviva system. Customer was later found unresponsive; customer's husband attempted to treat her with orange juice, which she was unable to consume. Paramedics were called and customer tested 28 mg/dl on the professional meter approximately one hour after the result obtained on the aviva system. Paramedics treated the customer with glucose and she was taken to the hospital and admitted overnight. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was not able to obtain this information. It was unknown if the initial reporter sent report to the FDA.